Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated within a minute of use. No patient impact reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
Event happened intra-operatively in an fess procedure. There was no patient or staff impact. There was no delay in the procedure and a back up device was used.

Manufacturer narrative:
Analysis found that overheating was confirmed, cable was kinked, and device was severely corroded. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.